Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient underwent revision sur gery. Pre-op diagnosis was scoliosis. It was reported that, patient had initial surgery with custom unid rods. A couple of weeks later, patient came back with the feeling that something had popped in her back. Patient felt while she was walking around in normal life. Took x-ray and saw that l unid rod had broken in center of tulip head around l2-l3. Revision surgery was performed and removed both broken pieces of unid rod and replaced with new 6.0 rod as well as additional construct pieces to strengthen entire segment. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.